Event description:
It was reported that the patient experienced low glucose after a dinner meal announcement while glucose was above 100, with subsequent fingerstick readings as low as 66 and sensor reading 54, followed by self-treatment with 15 grams of oral glucose and recovery to 72 and then 78; device-related details were limited and the device component was not specified due to insufficient information. Symptoms included hypoglycemia and a warm or flushed head. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Troubleshooting and education were provided. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.